Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient alleged the infusion set does not adhere to her skin requiring her to use an adhesive spray. No adverse event alleged. Device not available for return.